Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. No evidence was revealed in the event log .evaluation on testing for accuracy confirmed the pump was within published specification of +/-6%. Therefore, no fault could be found with device and the reported problem of flow rate of 16 % could not be validated.

Event description:
Information received a smiths medical cadd legacy 6400 pump pm flow rate of 16% low. Reported event disclosed no patient involvement.